Event description:
It was reported that this insertable cardiac monitor (icm) captured false pause episodes due to noise and no sensing. The patient was brought in and an x-ray did not find the implanted icm. The patient was noted to have been scratching at the site after the dressing was removed, from that day forward there has been no communication to the mobile monitor. The patient does not admit to having removed the device. No additional adverse patient effects were reported.

Manufacturer narrative:
There was not enough information provided in the complaint and the product has not been returned for analysis. Complaint evidence indicated that scratching at the implant site might have lead to inadvertent device explant.

Event description:
It was reported that this insertable cardiac monitor (icm) captured false pause episodes due to noise and no sensing. The patient was brought in and an x-ray did not find the implanted icm. The patient was noted to have been scratching at the site after the dressing was removed, from that day forward there has been no communication to the mobile monitor. The patient does not admit to having removed the device. No additional adverse patient effects were reported.